Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section e1 telephone number: (B)(6). Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was repeated loss of suction that occurred prior and after laser firing using the liquid optics interface (loi). The procedure was completed successfully using a new loi. No additional information was provided.